Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as this is the date the data was presented. D6a: implant date - estimated as (B)(6) 2021 as it was reported the implant occurred two years prior to the event date. Addanki, t. Et al. "Cloudy with a chance of embolic showers" american college of chest physicians: interventions in cardiopulmonary diseases case report. 164 (4 supplement) 2023. P. A568-a569. Http://dx.doi.org/10.1016/j.chest.2023.07.440.

Event description:
It was reported via literature device failure to seal, thrombosis, and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Two years post index procedure the patient presented to the hospital with acute onset of unilateral weakness, facial droop, and dysarthria. Computed tomography (CT) of the head and neck were unremarkable but was diagnosed with a cerebral vascular accident. Several hours post admittance to the emergency department the patient experienced severe right upper and lower extremity pain and appreciable distal pulses were absent in the affected extremities. Doppler scan identified faint pulses in the right dorsalis pedis and posterior tibial arteries. Abdominal aortic CT angiogram (cta) with bifemoral runoff indicated multiple arterial obstructions in the distal right lower extremity and confirmed the presence of a device related thrombus measuring 0.6cm located along the superficial closure device margin. The patient was started on a heparin drip and cardiology was paged for acute limb ischemia. Anticipating the potential need for open intervention, the patient was transferred for vascular surgery support. One day post admittance, the arterial dopplers of the involved extremities showed unobstructed blood flow. Transesophageal echocardiogram (tee) confirmed the device related thrombus and identified a 4mm peri device leak. No further information on the status of the patient is available.